Event description:
It was reported that after the iab was inserted and connected to the pump, high pressure alarms were experienced. Since the situation was suspected to be catheter related, the iab was removed. There were no further complications.